Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01045. 3005168196-2021-01046. 3005168196-2021-01047.

Event description:
The patient was undergoing a coil embolization procedure in a branch off posterior tibial artery using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp was unable to advance past the friction lock within the introducer sheath. The physician attempted to modify hand placement with the ruby coil lp to disengage the friction lock to troubleshoot; however, while troubleshooting, the ruby coil lp detached from the pusher assembly before entering the microcatheter. Therefore, the ruby coil lp was removed. Subsequently, the physician was unable to advance the next three ruby coil lps past the friction lock. It was also reported while attempting to use the same troubleshooting technique, all three ruby coil lps detached from the pusher assembly within the introducer sheath before entering the microcatheter. Therefore, all three ruby coil lps was removed. The procedure was completed using new ruby coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.